Event description:
A surgeon reported a pt with an unexpected post operative outcome following intraocular lens (iol) implant surgery. The surgeon also reported, "even though the pt's visual acuity is 20/20, he has permanent blurred vision." In a f/u, the surgeon indicated the pt's best corrected visual acuity (bcva) was 20/20 at distance. Without add'l correction for near, the pt had "intolerable blurred vision". The surgeon also reported that the two haptics were in the sulcus, but the iol was off-center downward, with anterior and posterior adhesion of the capsular bag. Add'l info received from the surgeon, indicated that the iol had been exchanged and replaced with a different model iol (diopter power unk) and the pt's bcva was 20/20 without discomfort. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).